Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous mid left anterior descending artery. A 3.5 x 48 mm xience xpedition stent was implanted when a dissection occurred. A 3.5 x 15 mm xience xpedition stent was implanted to successfully treat the dissection. There was no adverse patient sequela reported. No additional information was provided.